Event description:
It was reported that, "pt undergoing orif hip - gamma nail lag screwdriver. Unable to engage with lag screw due to stripped threads so surgeon requested additional implant be opened. After attempting to insert second lag screw surgeon noticed that lag screwdriver was defective."

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.